Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported incident that curved plate, 4 holes was alleged of issue s-12 (implant breakage after surgery) could be confirmed. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by one or repeated powerful dynamically overload of the fracture area of the plate. Investigation summary: one curved plate, 4 holes broke postoperatively and was returned in order to determine the root cause of the failure. The sample was examined regarding its dimensions, chemical composition (edx analysis) and by light and scanning electron microscopy. The dimensions are in accordance with the specification. The chemical composition conforms to the specification of ti grade 2. The investigation shows that the plate broke in low cycle fatigue mode by exceeding the material strength after a few cycles under very high forces. The fractured areas and the fractured surfaces were partially or completely destroyed during the application (after the breakage) because of the high forces. The investigation with sem shows on the fractured surface the appearance of a low cycle fatigue rupture with secondary cracks as well as swinging lines of a fatigue breakage. The root cause of the failure was one or repeated powerful dynamically overload of the fracture area of the plate. Indications for material or manufacturing or design related issues were not found in this investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
It was reported by the surgeon to the sales rep that the plate was broken after 3 months of operation. This was noticed by x-ray exam.

Event description:
It was reported by the surgeon to the sales rep that the plate was broken after 3 months of operation. This was noticed by x-ray exam.